Event description:
It was reported that during a treatment procedure, a balloon rupture occurred. Vascular access was obtained via the right common femoral artery. The 90% stenosed target lesion was located in the moderately calcified and severely tortuous left superficial femoral artery. The f/g sterling otw 6.0 x 100/135 (hybrid) balloon was used for post-dilatation and ruptured at 13atms upon the 3rd inflation at a duration of approximately 10 seconds (1st inflation was at 6atms for approximately 30 seconds and the 2nd inflation was at 10atms for approximately 30 seconds). The device was removed intact and the procedure was completed with a sterling otw 5.0-100/4.8/135. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4) device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)